Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the motor was running continuously. The repair technician reported the complaint condition could not be duplicated, but the contact plate was cracked and all speeds were running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was unconfirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement associated with this issue. Additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. : service history review: part 05.000.008, serial/lot no: (B)(4). No service history review can be performed as the item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is june 25, 2013. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor of a hand piece for battery powered driver runs constantly when a battery is attached. This issue was discovered in the central sterile department during cleaning. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).